Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using insulin cartridges beyond 72 hours. Tandem technical support educated the customer that insulin cartridges should be changed every 72 hours. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.